Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level displayed as "low" on the continuous glucose monitor; cause was unknown. Prior to arriving to the ER, bg was addressed via consumption of carbohydrates. Customer did not require additional treatment at the ER, and was only observed. Reportedly, customer left the ER 2 hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed that the pump was functioning as intended.